Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s t2 implant had an unspecified failure. The procedure was completed with a s+n back up device, and there was no surgical delay. According to the complaint form, it was marked that a revision surgery/adverse event took place. However, no further details are available.

Event description:
It was reported that during a meniscus repair surgery, while placing all the inside sutures, fast-fix 360 t2 could not be released from the device. The procedure was completed with a s+n back up device, and there was no surgical delay. According to the complaint form, it was marked that a revision surgery/adverse event took place. However, no further details are available.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. H11: corrected information in h6 (medical device problem code).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. According to the report, the surgeon was able to complete the surgeon with a back-up device without a surgical delay. According to the complaint form, it was marked that a revision surgery/adverse event took place. However, no further information has been provided. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Additional information in e1.